Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they been sick a lot lately and she¿s not sure if the interstim is causing it or not; they also have other health issues. They are having to go through about 120 pads a month; it's hard for them to try to go anywhere, and they are hoping we can help them. They are positive that the battery was dead., they tried getting it to work, and nothing happened, and also said a part on their battery is scaly (not sure what she meant exactly by that).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.